Manufacturer narrative:
Zimmer complaint (B)(4). Brand name is not provided / unknown. Device product code is not provided / unknown catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the healing abutment would not seat. Tooth site # 21 (universal).